Event description:
Healthcare professional reported "the day after injection" with juvederm "in the glabellar area, the patient had some bruising around the area. Over the weekend, the area got much worse and the patient went to see a surgeon who suspected that the patient was experiencing some necrosis in the area. The patient was treated by the injecting healthcare professional with hyaluronidase to which the patient responded very well and "your can now barely see where the patient had the issue."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to follow up with the injecting healthcare professional have been unsuccessful; lot number and type of product information are therefore unavailable at this time. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/ bumps, discoloration, and bruising.